Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the fourth device had worked wonderfully until it did not.! They started experiencing the most excruciating pain, as if they were getting a constant injection! The device also got really hot so they were advised to turn it off! It has been tested, x-rays and they said it was in working condition therefore it was turned back on! 2hrs later they felt as if though they were being stabbed in that area!! They got upset cause this one was working perfectly!! Now they might have to replace it!!